Event description:
Caller reported a malfunction on the pump with malfunction code malf 16, which was not caused by any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, but the malfunction recurred. As a corrective action, technical support arranged to replace the pump and instructed the caller on using a manual daily insulin therapy as backup to ensure insulin delivery continuity. The caller was provided with instructions to put the pump into storage mode and return it with the prepaid label, and was advised of the steps needed upon receiving the replacement pump.